Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, tidal volume was not being displayed. There was no reported patient injury.